Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-07077. Additional information received identified the alleged leads were explanted (explant date unknown)

Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-07077. It was reported (B)(6) the patient experienced a fall. The patient underwent surgical intervention on (B)(6) 2017 for possible lead fracture. During the procedure lead fracture was confirmed via x-rays .while removing the leads, the physician was unable to remove the broken part of one of the lead. The physician abandoned the procedure. The patient has no therapy at this time. Additional surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-07077. Manufacturer patient complaint database review identified two new leads were implanted around the retained broken lead. Additional follow up revealed leads were implanted on (B)(6) 2017. Reportedly, the patient is receiving effective therapy.